Event description:
It was reported that during the implant attempt, the physician attempted to place the lead, but the helix had extended on its own and would not retract. As the lead kept catching, the physician decided to remove the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).